Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not switching on. Review of the log files cannot confirm the reported malfunction. During troubleshooting, fse found connection problem with the host pc hard disk drive (hdd) cable. Fse reconnected the host pc hdd cable and checked the system's functionality. After the reconnection of host pc hdd cable, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.